Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 162.8010. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 162.8010. Technical support: the following section explains how to use the extender board and compact flash card to flash an alaris pc unit that has a wireless a/b/g/n card installed. Caution: only perform this procedure at a grounded esd workstation. 1. Follow the appropriate upgrade instructions to load software on the compact flash card(s). 2. Insert the compact flash card into the extender board (label facing out). 3. Remove the four screws (circled) holding the rear cover of the alaris pc unit. Save the screws and rear cover for reuse after flashing. 4. Insert the extender board into the alaris pc unit, sliding the board into the board guides with the compact flash card facing out. Ensure that the extender board fits snuggly into the connector. 5. Follow the instructions from the appropriate upgrade instruction to flash the alaris pc unit. 6. When the flashing is complete, remove the extender board. Skip to task 3. Task 2: prepare the alaris pc unit for upgrades 1. Ensure that the alaris pc unit is powered off and not plugged into ac power. 2. Remove the rf card cover. Retain the rf card cover and screws for reinstallation later in this procedure. 3. Remove the rf card and retain it for reinstallation later in this procedure. 4. Plug the alaris pc unit into ac power. Task 3: perform the main boot block upgrade 1. Insert the cf card labeled ¿main boot block¿ into the rf card slot. The cf card can be inserted in only one direction¿with the label facing away from the center of the alaris pc unit. To avoid damaging the pins, do not force the cf card into the connector. 2. Power on the alaris pc unit. The alaris pc unit displays the installation status on the main screen and powers off when complete. 3. Remove the cf card labeled ¿main boot block¿ from the alaris pc unit. Task 4: perform the alaris pc unit keyboard upgrade 1. Insert the cf card labeled ¿pcu keyboard¿ into the rf card slot. The cf card can be inserted in only one direction¿with the label facing away from the center of the alaris pc unit. To avoid damaging the pins, do not force the cf card into the connector. 2. Power on the alaris pc unit. The alaris pc unit displays the installation status on the main screen and powers off when complete. 3. Remove the cf card labeled ¿pcu keyboard¿ from the alaris pc unit. 4. Power on the alaris pc unit with no cf card installed. 5. Power the alaris pc unit off one more time to complete the alaris pc unit keyboard upgrade process. Task 5: perform the main processor upgrade 1. Insert the cf card labeled ¿main processor¿ into the rf card slot. The cf card can be inserted in only one direction ¿ with the label facing away from the center of the alaris pc unit. To avoid damaging the pins, do not force the cf card into the connector. 2. Power on the alaris pc unit. The alaris pc unit displays the installation status on the main screen and powers off when complete. 3. Remove the cf card labeled ¿main processor¿ from the alaris pc unit. 4. Power on the alaris pc unit with no cf card installed. 5. If the alaris pc unit displays the error ¿600.6835,¿ press confirm. 6. Power the alaris pc unit off one more time to complete the main processor upgrade process. Task 6: reassemble the alaris pc unit 1. Unplug the alaris pc unit from ac power. 2. Insert the rf card into the rf card slot, with the card's leds facing away from center of the alaris pc unit. 3. Install the rf card cover. Recommended re-flash poc software on pcu8015. If flashing software does not fix the problem, (B)(4) will replace logic board. A review of the device history record showed the device had a manufacture date of 07 mar 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 162.8010. There was no patient involvement.